Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.8x16 rx graftmaster referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the patient presented with a free perforation in a saphenous vein graft (svg) to the right coronary artery (rca). A 3.5x16mm rx graftmaster covered stent system was advanced and the stent deployed at 16 atmospheres (atm). A 2.8x16mm rx graftmaster covered stent system was then advanced and this stent was deployed at 19 atm. The perforation was unable to be contained and the patient was transferred to the operating room (or) for perforation closure. The patient expired in the or. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, the following information was provided: the patients health was declining prior to use with the graftmaster stents. In the opinion of the physician, the use of the graftmaster stents did not cause or contribute to the patient death. No additional information was provided.